Event description:
Customer reported to beckman coulter, inc. (Bec) that the coulter lh 750 hematology analyzer red blood cell (rbc) bath was leaking around aperture 1. Customer reported that the volume of the leak was about 1ml per cycle (sample run). Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the rbc bath leaking at aperture 1. The fse replaced the leaking bath and the o rings on the apertures on the rbc bath. The fse verified the repairs were performed per established procedures. The fse verified the results met published performance specifications.

Manufacturer narrative:
Evaluation codes - results code - (other): red blood cell bath. (B)(4).